Event description:
Patient stated, "after being an ob customer for years, I decided to purchase seventh generation tampons. The second one I used unraveled inside me! I pulled on the string and only part of it came out. I had to reach inside and carefully pull the unraveled cotton out." Patient was contacted 3 times over the next 16 days and did not respond to requests for more information.